Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 was due to a failed single point load cell #1, likely attributed to the age of the platform, failed component(s), or mishandling such as a drop. The autopulse platform was manufactured in 2018 and is over 5 years old, past its expected service life of 5 years. Visual inspection of the returned platform was performed, and no physical damage was observed. A review of the archive data showed several (ua) 07 error messages on and around the event date; thus, confirming the reported complaint. The platform failed initial functional testing due to the (ua) 07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. Single point load cell #1 was replaced to remedy the complaint. Following service, the platform passed the load cell characterization check. The autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(6).

Event description:
During use, the autopulse platform (sn(B)(6)) was functioning normally but abruptly stopped and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. Attempts were made to reposition the patient and restart the platform with no success. The crew switched to manual CPR. After the patient was taken off the platform, the crew tried to reset the platform with no success. No additional patient information was available. Patient outcome is unknown. After the call, the issue was able to be duplicated by the caller.